Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they tested a patient sample and received sars-cov-2 positive and influenza b positive result. The customer sent the patient¿s sample (same sample) out to their sister facility to be retested on a different platform which generated a sars-cov-2 negative, influenza a negative and influenza b negative result. The patient sample was collected using nasopharyngeal swab and universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive results were reported out to the patient and/or personnel treating the patient initially then corrected and reported as negative.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection a baseline shift was observed for this particular analyzer, possibly from a tube leak. Alleged run # 633 was confirmed to be potential false positive for influenzal b and sars-cov-2 due to noisy/abnormal l pcr curves caused by the baseline shift. No additional runs were identified to be false positive in the data. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Manufacturer narrative:
Added b01 in eval method code. Changed device evaluated by MFR to yes. Analyzer was returned for service. (B)(4).